Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen was black. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec replaced the lcd cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd cable.